Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated implant was broken and the hcp was notified but nothing has been done and no follow up appointment for the issue. The issue occurred in (B)(6) 2016 after a fall. They have been no change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that, per the patient¿s family members, the patient¿s device is ¿broken.¿ the healthcare provider did not know what was meant by it being broken. There were no patient complications reported as a result of this event.